Event description:
Hcp reported pt death: implant done at 7:30am in 2002. Pt was last checked ok at 11pm. At 2am the next day, the pt was found deceased at the hosp. The pump was removed sometime on the weekend in 9/2002 and the pump was subsequently stopped 5 days later at 6:14pm, with an expected drug volume of 15.3 ml (the drug has not been removed yet, but will be removed before sending the pump back. They will be making a note of the actual removed drug volume and it should accompany the documentation with the pump). Pt was cremated and a medical examination was not performed. Drug used:morphine/bupivicaine.